Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history review could not be completed as no batch number was provided. Investigation conclusion: based on no sample, the investigation concluded, bd was not able to verify the indicated failure. Root cause description: no root cause can be determined as no samples were received. Rationale: no batch#/sample available. No further investigation required.

Event description:
It was reported that bd precisionglide¿ needle leaked insulin before use. This occurred on 5 occasions. The following information was provided by the initial reporter: material no: 305110 batch no: unknown. It was reported that insulin leaked from the needle hub when attempting to remove air from the syringe before injection three times. Customer then proceeded to attempt to fill cartridge but was only able to fill with 40u. Description of issue: customer reported that insulin leaked and bubbled out from orange syringe needle connector. Customer was able to fill syringe with insulin, remove air from cartridge but noticed insulin leaked out of syringe as she pushed air out of syringe. Customer changed needle three times. Customer then proceeded to attempt filling cartridge and was only able to fill with 40u. This caused a minimum fill notification (see separate case issue/ minimum fill notification was only reported for event on (B)(6) 2020 ((B)(4)). Customer alleges this is the second occurrence and that it had happened once before approximately a month ago. Number of occurrences: 5. Did the customer insert the needle into the cartridge and encounter fill resistance? No. Proceed to step 4. What was your bg reading at the time of this event? 50u. If bg between 54-500, no more bg questions needed. If bg under 54: (a) do you know the reason for your low bg? Customer was unsure of cause. (B) what actions did customer take to address low bg? Customer consumed juice. (C) did customer require assistance from 3rd party, if yes, who was 3rd party and what was the assistance/treatment? No. (D) did event cause any injury, if yes, what type of injury? No. For bd product only, are samples available for investigation? Yes. Does customer authorize bd to contact customer to obtain sample(s)? 3 samples available. Did issue cause any injury? If yes, what type of injury? No. N/a. Medical intervention needed? If yes, who was the 3rd party and what was the assistance/treatment? No. Resolution: cts explained that bd might follow up with customer regarding returning syringe/needle. Customer was able to change needle from syringe and fill cartridge. Cts to send goodwill replacements. Note: product category = needle/syringe issue.